Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) went to nominal settings. During device interrogation, the ipg would not pace due to a reported telemetry issue. In response, the patient grew pale and experienced syncope. A temporary pacing lead was placed and the ipg has since been explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.